Manufacturer narrative:
A medtronic representative determined that as the navigation system was accurate after the registration, there is an indication that the inaccuracy is likely due to frame movement. The articulating arm was verified after the case as fully functional. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must re-register."

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon alleged they were inaccurate 1 centimeter lateral and superior. After registration, the surgeon deemed being accurate and verified accuracy on multiple anatomical landmarks. Approximately 2.5 hours of navigation, the surgeon alleged the inaccuracy using the same landmarks with the microscope probe and passive planar probe. The articulating arm was attached to the bed rail and the bed was tilted at one point in the procedure. The surgery was completed without issue however navigation was abandoned. Delay in therapy was less than one hour. There was no impact on patient outcome.